Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D10. Concomitant medical products. Iestb51g - certain 4.1mm (d) x 5.5mm (h) hexed flexlink tm tibase w/ gold-tite screw, lot number 149357. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) iunihg, (certain gold-tite hexed screw) for evaluation. Visual evaluation and a functional test were performed, the screw shows signs of use. Tested the screw with an in-house implant and engages and disengages as intended. Unable to confirm loosening with all the available information. The returned iestb51g and crown have signs of use; however, no damage was identified. It¿s being recorded as a concomitant. DHR review was completed for the subject lot number 1273497. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1273497 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: loosening¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was the screw wasn¿t torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. The screw threaded into in-house implant as intended. The reported loosening event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported a loosening on the screw at implant tooth site #46. Unscrewing of the prosthetic screw for the 4th time (each time doctor replaced it with a new screw). This time, doctor remade a new crown with a new tibase abutment. Ti base was placed on (B)(6) 2024 and removed on (B)(6) 2025. Patient suffered from discomfort and pain. This complaint refers to the fourth (and last) loosening event.

Manufacturer narrative:
Zimvie complaint number (B)(4).